Manufacturer narrative:
H6: evaluation results - other lack of info (pending device evaluation). Inherent risk of procedure (endoleak). Evaluation codes conclusion: other lack of info (pending device evaluation).

Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and it was reported the aortic neck was slightly angulated and calcified. It was reported that the pt had a routine follow up and the CT demonstrated a type I endoleak (MFR report #2953200200600209) with stent graft migration. It was reported that there was disease progression that resulted in the dilation of aorta resulting in stent graft migration with type I endoleak. The physician inserted an aortic cuff stent graft to the intended landing zone. The physician did not experience any resistance during the deployment of the stent graft. However, there was a great amount of resistance felt in the delivery catheter during the retraction of the runners. It was reported that due to the resistance the aortic cuff was placed lower than intended, therefore, the physician elected to implant another MFR's aortic cuff and the type I endoleak resolved. After removal of the aortic cuff delivery system the physician noticed that approx 5 mm of the outer sheath of the delivery catheter was separated from the rest of the outer sheath. The 5 mm of outer sheath was attached to the nose cone. Medtronic has received the device and the analysis is pending. No additional clinical sequelae were reported and the pt will be monitored.